Manufacturer narrative:
This is one of five reports from the same facility.

Event description:
Pt had an upper endoscopy and later in the day developed abdominal pain and fever. Pt was admitted to the hospital through the ER. She was treated with IV antibiotics.